Manufacturer narrative:
(B)(4). This lead was surgically abandoned. Thus, it is not expected to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) as he fell due to a presyncopal episode. The patient was unharmed. This patient's right ventricular (rv) lead was monitored and it showed high capture thresholds measurements. The physician was not comfortable with this. Upon reviewing on x-rays, it appeared the lead dislodged. It is unknown when this happened, as the patient was unfollowed for that last one and a half years. This lead was then revised, abandoned and a new lead was implanted. No additional adverse patient effects were reported.